Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic for routine follow-up, nonsustained right ventricular oversensing episodes were observed due to ventricular loss of capture. The autocapture was turned on. The patient will be monitored with follow-up.